Event description:
It was reported that a spectrum pump was not functioning. It was also reported that there was no pt injury. No further info could be obtained.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval, therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.